Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Unraveling: tampon string [device breakage]. I did not have a reaction [no adverse event]. Case narrative: consumer reported via phone that the tampon string is unraveling. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Unraveling tampon string [device breakage]. I did not have a reaction [no adverse event]. Case narrative: consumer reported via phone that the tampon string is unraveling. No injury reported.